Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and aneurysm are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020, the patient was admitted with acute coronary syndrome, anterior wall myocardial infarction and moderate left ventricular dysfunction. A 2.75x28mm xience v stent was deployed at 10 atmospheres (atm) and post-dilated with a 3.0x18mm non-abbott balloon at 15 atm. Timi iii flow was observed. Repeated angiography was done on (B)(6) 2021, due to complaints of chest pain. An aneurysm was detected proximal to the stent. Though the reason is unknown, the physician suspects the drug or polymer of the xience v is the cause of the aneurysm. The chest pain and aneurysm were treated via stenting. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.